Manufacturer narrative:
Investigation summary: with the available information, although no product was returned, boston scientific determined that the field allegations are a known inherent risk of the device. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of t-waves, which resulted in the delivery of an inappropriate shock. Upon review of the episode by technical services (ts), it was observed that the morphology of the primary vector r-waves differed significantly from the patient's baseline morphology. Specifically, the r-waves during this episode were characterized as negative, wide, and low amplitude, with a reduced r-to-t wave ratio. The patient's heart rate during the event was recorded at 110-120 bpm, a rate not previously observed in similar episodes or on real-time subcutaneous electrocardiogram (secg) monitoring. Ts recommended that the attending physician evaluate whether the patient experiences intermittent bundle branch block and determine if the observed r-wave morphology could be reproduced by increasing the heart rate. Additionally, ts advised utilizing the device's automatic configuration feature to assess the availability of alternative sensing vectors that may be more appropriate for the patient, thereby reducing the risk of oversensing. If suitable vectors are not available, ts suggested considering other medical interventions to address the changes in r-wave morphology and prevent recurrence of inappropriate shocks

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of t-waves, which resulted in the delivery of an inappropriate shock. Upon review of the episode by technical services (ts), it was observed that the morphology of the primary vector r-waves differed significantly from the patient's baseline morphology. Specifically, the r-waves during this episode were characterized as negative, wide, and low amplitude, with a reduced r-to-t wave ratio. The patient's heart rate during the event was recorded at 110-120 bpm, a rate not previously observed in similar episodes or on real-time subcutaneous electrocardiogram (secg) monitoring. Ts recommended that the attending physician evaluate whether the patient experiences intermittent bundle branch block and determine if the observed r-wave morphology could be reproduced by increasing the heart rate. Additionally, ts advised utilizing the device's automatic configuration feature to assess the availability of alternative sensing vectors that may be more appropriate for the patient, thereby reducing the risk of oversensing. If suitable vectors are not available, ts suggested considering other medical interventions to address the changes in r-wave morphology and prevent recurrence of inappropriate shocks.